Event description:
Customer reported the system displayed an x-ray tube error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock tube assembly. System operates as intended.